Event description:
During a surgery (wisdom tooth) coronoradicular section with bulb bur on the 48 tooth included, a patient was deeply burned on the 3rd level (lower lip). Risk of permanent injury with aesthetic damage for the patient. Update on 06/02/2025: the surgeon who performed the surgery on the victim confirmed that the injury is reversible. A cosmetic surgery is necessary to remedy the injury and there is no doubt that it will completely scar.

Manufacturer narrative:
During the analysis, it was found that the handpiece tip was no longer sufficiently attached to the bearing sleeve, which indicated poor gluing during manufacture. When the tip was loosened, the seal was no longer held in the correct position, became loose and damaged. This defect led to the increased temperature rise.